Event description:
The customer reported that their tango optimo did not pipette reagent red blood cells for well 3 of a three cell screen and yet the tango optimo gave an interpretation of 4+ without a flag. The user detected this upon visual exam of reaction. A screenshot image clearly confirms the customers claim of a 4+ interpretation when no red cells are present in the microwell. Usually the instrument should assign ¿[ ]¿ for such kind of result images. A report for preventive maintenance issued prior to the date of event was reviewed as well as the field service report performed after this complaint was filed. Both service reports gave no indication for instrument performance issues, neither the inspection performed during the quarterly preventive maintenance nor the field service performed during service intervention due to this complaint. Additionally, the corresponding instrument logfiles have been reviewed by the tango optimo's manufacturer as a part of our escalation to the third level support. This investigation is still ongoing and no results are available yet.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that their tango optimo did not pipette reagent red blood cells for well 3 of a three cell screen and yet the tango optimo gave an interpretation of 4+ without a flag. The user detected this upon visual exam of reaction. A screenshot image clearly confirms the customers claim of a 4+ interpretation when no red cells are present in the microwell. Usually the instrument should assign a blank for such kind of result images. An exhaustive field investigation gave no indication for instrument performance issues. We are still not in the position to pin down the rootcause of the reported problem. Apparently the specific appearance of the complained result image prevents the automated image analysis to assign a questionmark or blank. Still, there is no risk for the user. No cells were added into three of the wells, resulting in a picture background without any red color. The tango optimo offeres only a proposal of an interpretation. As stated in the instructions for use, each test result must be validated by an experienced second set of eyes. Thus this unusual test result could not pass undetected. Different from our initial assessment, this case does not meet the criteria for an MDR.